Event description:
Medtronic received information that 13 years and 3 months post implant of this 19mm aortic bioprosthetic valve, the patient is being evaluated for a transcatheter valve-in-valve replacement. The reason for evaluation was aortic stenosis. No intervention or adverse patient effects were reported. Subsequently 4 months later, the 19mm aortic bioprosthetic valve was explanted and replaced with a 19mm aortic bioprosthetic valve of the same model. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.